Event description:
Rec'd report that extension set separated at the tubing to t-connector port. A pediatric pt was brought to the hosp for outpatient chemotherapy via a peripherally inserted central catheter line connection. The pt's mother reported that the t-connector port had fallen off at home and presented the port to the hosp staff upon arrival for the therapy appointment. Hosp staff was able to save the peripherally inserted central catheter line. There was no report of blood loss. There was no report of pt harm. Exact product lot number is unk, but possible lot number is 39-113ns.